Event description:
The hospital reported there was intermittent power to the cautery. Another t.w. Power supply was used to complete the procedure. No patient injury.

Manufacturer narrative:
Trackwise# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 07/15/2025. An investigation was conducted on 7/16/2025 . A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and the returned power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method. The device did not transect tissue four (04) times. The device transected two (02) times. A manufacturing engineering evaluation was requested. Based on the returned condition of the device as well as the evaluation results, the reported failure "intermittent continuity" was not confirmed. A manufacturing engineering evaluation was conducted on 07/22/2025. Final testing of the power supply was conducted the complaint was not confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply. The vasoview hemopro power supply operating ranges and tolerances are as follows: no load voltage output: 5.5 voe +/- 0.05 voe low current output: 4.0 amps dc +/- 0.05 amps dc high current output: 6.0 amps dc +/- 0.05 amps dc the complaint vasoview hemopro power supply was tested using a keysight multimeter model 34461a (bmram ID# (B)(4)) and the complaint lab's hemopro power supply test box, mcv00010390. The test results were as follows: no load voltage output: 5.50 vdc (passed test) low current output: 4.00 amps dc (passed test) high current output: 6.01 amps dc (passed test) the complaint vasoview hemopro power supply passed all three output tests. Conclusion: as a result of the complaint vasoview hemopro power supply passing all three output tests, the reported failure mode "intermittent continuity" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.